Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. This unit was returned for failure analysis and reported/ repeated error code 41006 comes up when powering system up. Customer further installed catheter and got error code 32098. We visually inspected fim and installed on known good internal ion system. We then programmed to latest customer software and powered system on to normal mode. Right away upon starting up system triggered error code 41006. We then tried power cycling system 3 more time and every time tried error code 41006 occurred which looks as if printed circuit board issue. We have replicated problem at this and will continue to troubleshoot problem.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the system experienced a 32098 recoverable fault when performing catheter tests. The esr noted that the arms were yellow, but they were unable to recover the fault. Prior to calling in the esr rebooted the system. Tse was on phone when the system powered on and esr reported a non-recoverable fault 41066. Tse completed all troubleshooting steps with no resolution. The site elected to abort the procedure to another ion at this time. The diagnostic procedure was converted to another ion with no reported injury.